Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation with essure') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, ovarian cyst (left), stress urinary incontinence and dysfunctional uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: on (B)(6) 2015 (bilateral salpingectomy), 22oct2015 (total laparoscopic hysterectomy) discrepancy noted in essure removal date: (B)(6) 2015 and (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: medical record received : previously reported event "injury to herself" updated to "uterine perforation with essure", medical history, reporter added. On 26-may-2020: mr received. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.